Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied the insulin within the cartridge when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
During evaluation the force sensor was found to be out of calibration and there was contamination was found in the force sensor assembly. Force sensor resistance reading is high. The display issue could not be duplicated. The battery compartment was cracked from the threads to the case seal.